Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is not available for this report. (B)(4)

Event description:
A doctor reported that two knives were dull with a bent tip during cataract surgery. The procedure was able to be completed while using the unsatisfactory knives. There was no impact to the patient.

Manufacturer narrative:
Additional information is provided. Two opened knife samples were received in blade protector trays unprotected for the report of dull knives and bent knife tips. The returned samples were visually inspected. Sample number one was found to be conforming while sample number two was found to be nonconforming with a damaged cutting edge. Sample number one was then functionally tested for penetration and was found to be conforming. Penetration testing could not be performed on sample number two due to the damaged condition of the sample. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to returned sample number two is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).